Manufacturer narrative:
The device was evaluated by a stryker field service technician. The reported issue of device not completing boot-up cycle during initial power on was not able to be verified or duplicated. The battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Root cause was not established.

Event description:
The customer contacted stryker to report that their device was "intermittently not completing boot up cycle." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was "intermittently not completing boot up cycle." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.